Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed the blood leak when approximately 1536ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the kit and a photograph for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n309 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n309 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photograph is still in process. A final report will be filed when the analysis is complete. (B)(4) (B)(6). 19-nov-2024.

Manufacturer narrative:
The customer provided a photograph, kit and smart card for evaluation. Smart card data confirmed the occurrence of alarm #16: collect pressure alarms during the treatment. The treatment was aborted after approximately 1536ml of whole blood had been processed. The customer provided photograph verified a leak, as blood is visible on the pump deck and pump tubing organizer (pto). A visual inspection of the returned kit verified that the recirculation pump loop/black stripe tubing was not bonded to the port of the t-connector. The tubing leak from the bond port indicates the solvent bond joint was insufficient. The tubing leak could have caused the alarm #16: collect pressure alarms to occur. A material trace of the tubing and its components used to build lot n309 found no related non-conformance. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The most likely root cause of the tubing leak is due to manufacturing operator error during the tube bonding operation. Training was completed with all bonding operators at the manufacturing facility on 29-oct-2024. No further action is required at this time. This investigation is now complete. (B)(4).